Event description:
It was reported that the zimmer skin graft mesher did not make a clear cut and it tears/destroys the skin graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation and it was determined that the device was out of calibration and the 3:1 cutter was damaged. The cutter was classified as non-repairable and the device was repaired and re-calibrated according to the procedure and returned to the customer. A review of service records indicate that the device was purchased in 2008 and has never been returned to the MFR for repair or preventative maintenance. The zimmer skin graft mesher instruction manual states that "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance."